Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: guide wire separation requiring medical intervention to prevent permanent impairment/damage. Device issue: guide wire separation. It was reported that while treating the mid rca lesion with another co's device, the stent dislodged. Using a bmw universal guide with another co's guide wire an attempt was made to retrieve the dislodged stent when the distal portion of the bmw universal guide wire separated. A snare device was used to successfully remove the separated guide wire and the dislodged stent. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that similar reports of returned devices typically show damage of this nature may happen when the core is subjected to tensile or torsional loads beyond its design limits causing separation. The bmw universal guide wire, was reported to be used as "an attempt made to retrieve the dislodged stent by binding the guide wires" which is off-label use. This may have subjected the guide wire to torquing forces which may have been adequate enough to separate the tip. However, because the guide wire used in this case was not returned, a definitive root cause of the guide wire separation cannot be determined.